Manufacturer narrative:
New control solution and test strips were sent to the patient. The patient confirmed that repeat control solution testing with control solution 1 and control solution 2 came back within the pre-calibrated ranges of control solution 1 and control solution 2. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient performed two control solution tests using their control solutions 1 and 2 and both results were out of range. The result for control 1 was 87, and the result for control 2 was 227. The pre-calibrated range for control solution 1 was 97-146, and the pre-calibrated range for control solution 2 was 280-420. The patient did not receive treatment as part of the malfunction.